Manufacturer narrative:
Insulin pump received with blank display due to cracked and bleeding lcd glass. Pump received with cracked end cap, cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. No moisture damage found on the electronics, lcd, motor, battery tube and vibrator assembly noted.

Event description:
It was reported that insulin pump fell from customer and hit the side of shower causing a blank display. Customer's blood glucose was 72 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced.